Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-may-06 stating that the charger worked perfect in the hospital but when they came home, they would only get 2 boxes. They were sent a brand new unit for charging. The called the healthcare provider (hcp) office and spoke to a manufacturer representative (rep) a couple days ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they were still having issues with charging their implantable neurostimulator (ins), and clarified that she was getting poor coupling, even after receiving the recharger antenna replacement. Patient is working with the neurologist to address questions with the ins. No patient symptoms were reported. A replacement recharger was sent to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since (B)(6), patient has been having difficulty charging the implantable neurostimulator (ins) due to poor coupling. The patient explained that they would charge the ins all day, but only be able to get the ins to 50%. Patient noted that the ins battery dropped down to 25% when they started charging the ins, and that they previously got 2-4 coupling boxes, but now gets zero coupling boxes when charging. The patient noted the recharger was charged to 75%, and the ins was at 50%, and they were not seeing any coupling boxes. The patient confirmed there was no damage to the recharger or antenna, they tried repositioning the antenna, adjusting the dial and the antenna locate feature while on the phone, but was not able to resolve the issue. No patient symptoms were reported. A replacement recharger antenna was sent to the patient for trouble shooting purposes. Additional information was received from the patient stating that the replacement recharger resolved the charging difficulty/poor coupling. Patient stated that the recharger battery in their chest only charges to 50% . Patient had the medtronic dbs battery since (B)(6) 2011 and was wondering when does the battery need to be replaced. The recharger does help now to charge the battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they had received a new recharger and a recharge antenna so a new equipment was not sent. Patient was redirected to the health care provider (hcp) for help charging the implant as patient is still unable to get coupling boxes with the new equipment. The manufacturer's representative (rep) interrogated the patient's implantable neurostimulator (ins). Life was extended until 2025. Device was on and impedances are within normal limits. The rep had patient demonstrate how she charges and was only able to get 2 bars. The rep assisted patient in getting 8 coupling bars recharge quality by applying pressure, but when she let go, quality drops to 2 bars. Patient's ins was currently at 25%. The rep plans to discuss with hcp about the depth of implant as it appears to be deeper than 1 cm which was the recommended depth .